Manufacturer narrative:
(B)(4). Investigation ¿ evaluation: a review of the dimensional verification, complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, and a visual inspection and functional evaluation of two returned, unused devices were conducted during the investigation. The visual inspection of the returned device confirmed that the device was in specification. The metal stiffener was inserted into the catheter for both samples, and no resistance was met. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record indicated that the lot met all finished goods release criteria. It should be noted there was one other reported complaint for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Measures have been previously conducted to address this failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a patient (s) was undergoing placement of a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter for an unspecified indication. The user attempted to withdraw the stylet following catheter placement . The customer reported that the stylet was 'dented' and became caught on the catheter. The device could not be removed from the catheter. It is not known what actions were taken to address the event. There are no reported adverse patient consequences. The device is not available for evaluation. Customer reports this event occurred with two additional patients / procedures; specific details of the additional occurrences have not been provided. Additional event information was requested. A follow-up report will be submitted upon receipt of any additional information.